Event description:
It was reported that the patient presented via a merlin.net transmission. The device was post-paced t-wave oversensing was observed. The patient did not receive therapy. The oversensing was noted on a stored egm. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device was reprogrammed successfully and remains implanted.